Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus could not be confirmed as heartmate ii lvas, serial number (B)(4), was not returned for evaluation. Furthermore, a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported event could not be conclusively determined through this investigation. The hmii lvas IFU lists hemolysis and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. This document also outlines indications of pump thrombosis as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device -- 6 years, 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient received a pump exchange due to elevated ldh. According to the patient's physicians, this indicates pump thrombosis. The facility stated that the product will not be returned for evaluation.